Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer on (B)(6) 2016. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it is speculated that the pin receiving the video connector was deformed because the user connected to the video connector receiving the video connector with a foreign object in the video connector, or because the foreign object was inserted into the video connector. It is speculated that the lack of images resulted from the failure of the patient board set in the case of the scope before 180 and that the image transmission between the scope and the video processor failed and no images were produced in the case of the scope in the case of the 190 scope due to the bending of the pin receiving the video connector. This device was a product prior to countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is assumed that this occurred due to a failure of the operational amplifier. The instruction manual states ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ¿

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty printed circuit board set causing the no image issue. The device was repaired and returned to the customer. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report the video connector pins were bent and there was no image. This malfunction was found during preparation for use. There was no report of health consequence or impact to a patient.